Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop associated with a driveline disconnect. A specific cause for the disconnection of the driveline could not be conclusively determined. The controller event log files collectively contained events from 20aug2023 through 21aug2023. A driveline disconnect was captured on (b)6) 2023, causing the pump to stop. Following the reconnection of the driveline, the pump resumed operation at the set speed without issue. A specific cause for this event could not be conclusively determined. Shortly after, an additional driveline disconnect was captured, consistent with the reported controller exchange. Following the connection of the driveline to the backup system controller and the ramp up of the device, no other notable events or alarms were observed. The lvad event log file contained events from 21aug2023. Two software resets were captured, which were consistent with the reconnections of the driveline captured in the controller event log files. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿ (under "educating and training patients, families, and caregivers"), explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A review of the log files showed a backup battery fault on (B)(6) 2023 at 8:00:09. At 8:05:06 the driveline was disconnected from the controller. At 8:05:22 the driveline was reconnected. At 8:05:40 the driveline was disconnected for a second time. It was not known if the driveline disconnect was due to the patient having difficulty while exchanging the system controller.

Event description:
It was reported that the patient came to the clinic after exchanging their system controller at home for an unclear reason. It was suspected that the patient had a yellow wrench alarm and panicked. It was additionally reported that review of the log file from the patient's new system controller showed that there was a delay in the pump starting due to the controller not being connected to power when the driveline was connected.

Manufacturer narrative:
Related MFR numbers: 2916596-2023-06364 and 2916596-2023-06618. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.